Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (delivers pulse below lower limit) was confirmed. As received, the electrode belt did not communicate with the monitor. Upon investigation, the cause for the failure was isolated to a shorted esd 700 component on the distribution node pca. The root cause for the shorted component could not positively be identified. No adverse event resulted from the damaged electrode belt.

Event description:
A zoll distributor returned belt sn (B)(4) indicating that the electrode belt delivers a pulse below the lower limit.